Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device fell into the pool. Buttons were not responsive. Customer's blood glucose was 580 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
No unexpected blank display anomalies or off no power anomalies were noted during testing. The pump passed the self test, off no power, unexpected restart, displacement and rewind tests. The operating currents were within specification. The pump had intermittent button response on the act button due to moisture damage on the keypad traces. The pump had moisture damage on all electronic assemblies. The pump gave a motor error alarm during the basic occlusion test due to moisture damage on the force sensor resistor. The pump also had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a cracked belt clip slot. A corroded motor assembly was also noted.